Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power unit. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger/modem was not powering up. The patient received a replacement charger/modem.